Event description:
It was reported that during a procedure to treat venous insufficiency using the cf7-7-100 closurefast 7f 100cm catheter, the catheter experienced a temperature thermocouple issue, and the targeted temperature was not reached. The vessel being treated was the gsv. As a result, the vein did not close as intended. The lumen was flushed prior to use and tumescent infiltration was utilized. Local anesthesia was used. Local compression was being applied when the issue occurred. No visible damage to the coil heating element. No adjustments were made to the parameters of the generator. The catheter was tried on two different rfg's but same issue occurred. The procedure was completed using another closurefast catheter on the same rfg. No patient complications have been reported as a result of this event. When the device was returned for evaluation, it was noted that the coil was exposed.

Manufacturer narrative:
Product analysis heating element/coil condition: damage was noted along the heating coil/element. Microscopic examination revealed bubbling/ peeling/ burning of the fep layer of the heating element/coil. No coagulants or biologics were observed. Examination also revealed the heating element/coil of the device was exposed. Device did not undergo functional and continuity/resistance testing due to the damage seen to the heating element/coil. The catheter cable connector was examined: the catheter reference key shows evidence of wear, and the red ink was visible in some areas. All pins were visually inspected to be straight visual inspection of the returned catheter revealed one kink along the shaft, the kink was observed at approx. 22.9 cm from the distal tip of the device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.